Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced pain when inserting due to rough edges on tips of catheter. Customer also stated that the catheters appeared bent, and that he had to use multiple ones until he was able to get one inserted. No medical intervention was required.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inappropriate package design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced pain when inserting due to rough edges on tips of catheter. The customer also stated that the catheters appeared bent, and that he had to use multiple ones until he was able to get one inserted. No medical intervention was required.